Event description:
It was reported that the ins was not responding to the physician programmer or the pt programmer. The pt had some type of surgery in january, it is unk why. She experienced a return of symptoms and could not feel any stimulation. Reprogramming was attempted in june but the device battery was dead. Replacement surgery was performed in august. No surgical complications were reported.